Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm during fill 1 of therapy on the home choice device. The service representative had the home patient press stop/go and pull the heater line down hard. The alarm repeated four times. The home patient ended / re-start therapy, opened the cassette door, straightened the lines and re-primed the patient line using the same cassette. The initial drain was then bypassed to fill. 1. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedure is reviewed with the home patient.